Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The implant procedure was completed and all lead diagnostic measurements were within normal ranges. The field clinical specialist reported that the patient became pulseless when trying to extubate. The physician classified the event as a pulseless electrical activity arrest. Despite increasing the bradycardia pacing parameters to maximum, an echocardiogram and x-rays showed no cardiac movement. No pulse was observed despite emergency measures for one hour. The physician did not suspect lead perforation or dislodgement as echocardiogram and x-rays did not identify lead movement. Although pneumothorax was ruled out, the local representative reported that there was fluid in the lungs. There were no allegations of device or lead malfunction. No allegations that the use of the device or placement of the leads caused or contributed to the patient's death.